Event description:
Spinal needle break reported. Communications was rec'd from the customer stating: "I am writing to info you that on may 13, 1999, was in the process of receiving spinal anesthesia in preparation for a c-section, when part of the needle broke off in the pt." Attempts to obtain add'l info were unsuccessful. The customer contact stated. "You will receive co's medwatch from the FDA. Therefore, co will not providing with any more info. Voluntary medwatch form rec'd which states "pt at facility for elective c-section. While inserting the needle to administer spinal anesthesia, the tip broke off. Attempts were made to retrieve, but were unsuccessful. Staff felt that since pt is asymptomatic, it was best to leave tip in for now, and attempt will be made in future if pt becomes symptomatic."